Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was found inside the cycler after cassette was removed. During fill 1 of 4 the patient said there were several air detected in cassette warnings. After being advised to cancel treatment, the patient found fluid inside the cassette door of the cycler. The patient was advised to re-setup with new supplies. In a follow up the patient verified there was no harm, adverse event or intervention associated with the fluid leak. The patient has been using the same cycler since with no further issues. The cycler set is not available to return for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was found inside the cycler after cassette was removed. During fill 1 of 4 the patient said there were several air detected in cassette warnings. After being advised to cancel treatment, the patient found fluid inside the cassette door of the cycler. The patient was advised to re-setup with new supplies. In a follow up the patient verified there was no harm, adverse event or intervention associated with the fluid leak. The patient has been using the same cycler since with no further issues. The cycler set is not available to return for analysis.